Event description:
Reporter states, "insert impacted onto the baseplate and would not seat firmly. Another insert available of the same size inserted and seated firmly." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The examination results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.